Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had a problem with calibrating. The customer reported that they were getting high blood sugars this afternoon. The patient's blood glucose at time of incident was 265 mg/dl. The patient's current blood glucose was 339 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer also had blood on site. The customer does not have a tubing clamp available. The customer was advised to monitor and check blood sugars correct as needed. Previously blood glucose was 400 mg/dl, 339 mg/dl, 277 mg/dl, 290 mg/dl, 249 mg/dl and 226 mg/dl. The insulin pump will not be returned for analysis.